Event description:
The caller stated that the customer has been having high blood glucose. At the time of the phone call it was 303 mg/dl. The caller stated that the customer wakes up with high blood glucose but insulin pump goes to threshold suspend and does not deliver insulin. The drive support cap was recessed, during troubleshooting it was discovered that the tubing was kinked and the device failed the high pressure test twice. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.